Manufacturer narrative:
Product ID: 3778-60 lot# serial# (B)(4), product type lead product ID: 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had a bent lead wire at implant due to stenosis. Additional information has been requested but was not available as of the date of this report.